Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited a high pacing threshold, which resulted in loss of capture. The ra lead was not used. The physician continued with another ra lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were ¿the wires cannot be fixed in the atrium¿ and failure to capture. A complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing, visual and x-ray inspections of the lead were normal with no anomalies found.